Event description:
Client's husband explained that he was bringing his wife down on the lift using the remote and had forgotten to faster her safety belt. She had fallen out of the lift breaking her right shoulder as he was lowering her as she was not belted in.

Manufacturer narrative:
Performed full inspection of lift - all systems operating to spec. Lift passed state of michigan elevator inspection on 06/08/2012 and was approved for operation. At customer's request, intermediate charging point was eliminated. Failure to follow manufacturer's instructions on seat belt use and patient condition were the root cause of the incident. Reviewed proper operating procedures with clients.